Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bleed - lip [lip haemorrhage], swollen spot - lip [lip swelling], poked lip [lip injury], sore spot - lip [lip pain], brush came off device and device poked lip making bleed [injury associated with device], brush came off device [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she had an oral-b power rechargeable toothbrush handle professional care 4729 for a couple of years, and had been pleased with the product until today when he/she was brushing his/her teeth and the oral-b brushhead, version unknown came off the device. The device poked him/her in the lip making him/her bleed and leaving a swollen and sore spot. The case outcome was unknown. Relevant history: none reported. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail the consumer reported the brush head had been thrown away. No further information was provided.